Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that this inspiris resilia valve model 11500a19 implanted in the aortic position was explanted after an implant duration of seven (7) months and twenty-three (23) days due to moderate regurgitation observed on echo. As reported, the patient was symptomatic and presented with dyspnea on exertion (doe), functional class I-ii and chest pain during the previous four months. The explanted device was replaced with a 19mm edwards valve. The patient's outcome was noted as under treatment.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis or regurgitation. Regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Product evaluation: customer report of regurgitation could not be confirmed through visual observations. The x-ray demonstrated commissure 2 was bent outward and the vfit cocr alloy band was not expanded. The bent commissure caused the leaflets to not fully coapt but leaflets were able to be pushed back into the closed position when probed. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Sewing ring was cut off around leaflets 1 and 2 and cut off sewing ring fragments were not returned. Metal band was exposed around leaflets 2 and 3 on the inflow aspect. Leaflet 2 had a serrated mechanical damage mark on the outflow surface near commissure 2.

Event description:
Edwards received notification that this inspiris resilia valve model 11500a21 implanted in the aortic position was explanted after an implant duration of seven (7) months and twenty-three (23) days due to moderate regurgitation observed on echo. As reported, the patient was symptomatic and presented with dyspnea on exertion (doe), functional class I-ii and chest pain during the previous four months. The explanted device was replaced with a 19mm edwards valve. The patient's outcome was noted as under treatment.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Per further product evaluation, minor to moderate host tissue overgrowth was observed on the outflow aspect of the leaflets near the cusp, with extensive host tissue growth present on all three commissures, extending over the commissure tips, the wireform, and sewing ring. The x ray imaging shows that commissures 1 and 2 appear to be bent outward appreciably, resulting in leaflet 2 being pulled away from the center of coaptation, creating a larger gap between the leaflet free edges at the center of the valve than would be expected for a valve of this size. The x ray imaging shows no discernible evidence of calcification. Functional testing was performed in a pulse duplicator under simulated normal physiological conditions. There was a small to moderate central leakage path, evident in the fully closed position, apparently due to the outward displacement of commissures 1 and 2. Steady backpressure leakage testing was also performed. The decreasing leakage observed under increasing pressure indicates that the leakage is primarily through the central leaflet opening due to the outward wireform deformation, and secondarily through around the severely damaged stent sewing ring. The results from in vitro testing may be different from those obtained clinically due to hemodynamic and environmental differences. It cannot be confirmed at what point the deformation occurred as the device was explanted and had other damage to the sewing ring consistent with damage at explant. As DHR review was performed and no relevant nonconformances were identified, it is likely that the deformation either occurred at explant or implant of the valve. The observed host tissue pannus could also contribute to regurgitation in vivo. No medical records or echo images were provided, so it cannot be determined whether the deformation was observed in vivo or whether the host tissue pannus was impacting leaflet closure in vivo. Based on the available information a definitive root cause cannot be conclusively determined; however, there is no evidence to suggest an edwards manufacturing defect.

Event description:
Edwards received notification that this inspiris resilia valve model 11500a19 implanted in the aortic position was explanted after an implant duration of one (1) year and seven (7) months due to moderate regurgitation observed on echo. As reported, this 60-years-old patient was symptomatic and presented with dyspnea on exertion (doe), functional class I-ii and chest pain during the previous four months. A 19mm magna ease valve was implanted in replacement. The patient was noted as to be under treatment.